Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that on (B)(6) 2015, the patient underwent surgery due to fracture. Intra-op, there was one set screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. The patient's current status is normal.

Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to be consistent around the damaged portion of the thread. Functional evaluation with sample m8 mas head found the set screw unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.